Manufacturer narrative:
Device 16 of 18. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the product distributor that "the adhesive does not stick properly". Upon clarification it was reported that "the part that sticks to the skin, loosens up and falls off after a few hours". There was no harm reported by end users. No photograph depicting the reported compliant issue submitted by the complainant.

Event description:
To date no additional patient or event details have been received.